Manufacturer narrative:
(B)(4). Additional information: the actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater pressure testing, clear passage testing, and functional testing were performed with no issues detected. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink IV catheter extension set leaked from ¿somewhere on the set itself and not at a connection point.¿ this occurred during patient infusion of a non-baxter radiopharmaceutical drug. A crack was reportedly heard coincident with the leak. Blood began to backflow into the tubing due to the leak, and the backflow traveled almost the length of the set before the line was clamped off to stop the flow. There was no patient injury or medical intervention associated with this event. No additional information is available.